Event description:
It was reported that when using the bd pyxis¿ es server the order was not crossing to pyxis the customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the order was not crossing to pyxis. A technical support specialist found that one of the orders that was modified gave an error stating that timing record has a repeat pattern that is not mapped to a standard. The technical support specialist verified that the item was not mapped to anything. The system functioned as intended after the technical support specialist investigated the device.